Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inspecting the catheter following package opening for solo catheter placement, the customer found a black foreign matter in the inner case of the catheter, which was something look like dust. Due to concern about the risk of infection, the product was not used and the catheter placement procedure was completed with a catheter replacement.

Event description:
It was reported that when inspecting the catheter following package opening for solo catheter placement, the customer found a black foreign matter in the inner case of the catheter, which was something look like dust. Due to concern about the risk of infection, the product was not used and the catheter placement procedure was completed with a catheter replacement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a foreign material within the kit was inconclusive due to the sample condition. A photograph of a square of gauze, a hinged instrument (e.g., scissors), and a guidewire packaging hoop was returned for evaluation. The components had been removed from their sealed packaging prior to the photograph being taken. Residual material, that appeared consistent with a clinical procedure, was seen on the packaging hoop and gauze. A dark foreign material was also seen on the gauze; the complainant had circled the material, indicating that this was the implicated foreign material. The composition and origin of the foreign material could not be determined from the returned photograph. A review of the manufacture quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint of a packaged foreign material could not be independently confirmed without evaluation of a sealed kit; however, the report of foreign material has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.